Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the device worked well at the beginning and now they're back to urinating just a little and still feel that discomfort that they couldn't completely empty their bladder; they thought it'd be more efficient to treat their urinary retention issues. Patient added that now they've been also having issues with fecal incontinence when they strain to urinate since some months ago and they've been taking metamucil the doctor prescribed but that hasn't resolved the issue. Patient also said they've considered turning it off and leave it off because it's almost the same as before and it isn't helping. Reviewed information about the device being prescribed to treat one or the other not at the same time. Reviewed therapy information and general programming guidance. Patient mentioned they've made some adjustments, hcp increased intensity about 3 weeks ago but they didn't notice any improvement and had to turn it down because they felt electric shocks and it was uncomfortable. Patient requested their local rep to contact them. Emailed rep.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.